Event description:
The physician was notified via home monitoring of an alert for this patient. Patient was brought in for an interrogation and cxr where a micro-dislodgement was found. There were no adverse effects reported for the patient. The rv amplitude was increased from 2.8v to 3.8v and the patient was discharged to home. This is all of the available information at this time. If additional information becomes available, this event will be updated.